Event description:
Clinic notes dated (B)(6) 2013 were received and reviewed by the manufacturer. The notes state that since the last visit on (B)(6) 2013, the patient has had 6 or more breakthrough seizures. Some spells lasted longer and it took the patient longer to recover from them. The patient has had a little bit of stress but not enough to cause her to have the seizures. The physician changed the patient's vns settings due to the increasing episodes of breakthrough seizures. The patient was going to continue with vimpat and neurontin medications. Interrogation of the vns device found that the battery was working well. The output current was increased from 1.25 ma to 1.5 ma. The patient was observed one hour later and found to be tolerating the settings well. Attempts are underway for additional information; however, they have been unsuccessful. No other information has been received about this event. Her output current is 1.25ma with signal frequency 20, pulse width 250, and signal on 30 seconds and off 5 minutes. Magnet settings are current output 1.75ma, time on 30 seconds and pulse width 500ms. The battery is operating well. Vns settings are changed today. The current output is increased to 1.5ma. We continued with the other settings the same. The patient is observed for 1 hour after her vns is reprogrammed. She is able to tolerate her current settings very well." From: (B)(6), sent: wednesday, (B)(6) 2014 11:59 am to: (B)(4); clinical technical services.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received stating that the vns patient underwent generator replacement for unknown reasons on (B)(4) 2014. Attempts for additional information have been made, but no further details have been received to date.